Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy procedure, while attempting to use the monopolar curved scissors (mcs) instrument, smoke was seen coming from the 3rd party cautery pencil on the drapes; causing a burn to the patient. The surgeon attempted energy activation while using the mcs instrument, but there was no effect to the tissue. The staff troubleshot the issue by replacing the green monopolar cable and using a backup mcs instrument. While staff was retrieving the replacement items, the anesthesiologist observed smoke/burning coming from the operating field. The 3rd party cautery pencil had reportedly been activated and caused a burn on the patient's scrotum. The surgeon sutured the affected area with an absorbable suture. The diathermy machine was a valleylab fx used on a da vinci surgical system. The procedure was completed robotically and there were no post-operative complications. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the system logs for this procedure has been performed and there were no relevant errors were observed during this procedure.

Manufacturer narrative:
B5: the surgeon attempted pressing the left blue pedal for energy activation of the mcs instrument, but there was no tissue affect. The staff troubleshot the issue by replacing the green monopolar cable and used a backup mcs instrument. While staff was retrieving the replacement items, the anesthesiologist observed smoke/burning coming from the operating field. The surgeon believes the cause of the burn was accidental activation of the 3rd party cautery pencil at the bedside; causing a burn into the patient's scrotum. There was no bleeding, but the tissue was charred and black. The surgeon excised the burned tissue measuring 2cm x 0.5cm and sutured the affected area with an absorbable suture. The procedure was completed and there were no post-operative complications.